Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was discovered that a homechoice device had experienced a system error 2240 (air in line/set) alarm. This occurred during dwell three of six. The patient was connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.